Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during regular inspection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no visible smoke, flames, or sparks observed. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and there was no damage to the outlet from the reported issue. The biomed replaced the plug, which resolved the issue. The machine has been returned to service. The power plug was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the power plug was returned to the manufacturer for physical evaluation. A visual inspection on the power cord module found physical damages. The power cord was tested on a test machine to investigate for the reported failure. The portion that plugs into the wall seems to have discoloration on it. The plastic enclosure was melted as well. The power cord module was installed onto a test machine without any problems. The test machine powered on and passed a self-test with no alarms, failures, or issues. The power cord was able to connect to the wall outlet. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation of the returned device confirmed the reported event.